Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The consumer reported false negative results with the binax now covid-19 antigen self test performed on (B)(6) 2022 on a nasal swab. The nasal swab was used per the product insert instructions. After 15 minutes the consumer read the results as negative (pink control line and no sample line). 5 minutes later the consumer noticed a positive result on the same test (pink control line and pink sample line). The patient retested on an unknown date via an unknown test and generated positive results. No additional patient information, including treatment and outcome, was provided.

Event description:
The consumer reported conflicting results with the binaxnow covid-19 antigen self test performed on 02aug2022 on a nasal swab. The nasal swab was used per the product insert instructions. After 15 minutes the consumer read the results as negative (pink control line and no sample line). 5 minutes later the consumer noticed a positive result on the same test (pink control line and pink sample line). The patient retested using the second binaxnow test in the box and generated positive results. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
This supplemental report is being submitted to provide the investigation conclusion. Please see updates: g3, g6, h2 and h6. Correction: b5 and h6. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 187047 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 187047 and test base part number 195-430h / lot 182152. The lot met the required release specifications. A review of the complaints reported as false negative an false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 187047 showed that the complaint rate is (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the self-test user performance, interpretation of the result, or the specific patient sample.